Event description:
During process of ptca procedure, system failed preventing the physician from viewing catheter placement and allowing normal progress of treatment. The system was re-started approximately nine times without operational success. Case was aborted and re-initiated after co technician "cleared" device. Co technician indicated "unit operating properly." The system has "locked-up" or failed intraoperatively approximately 23 times in 7 months. Two to three cases have been aborted.